Event description:
It was reported that the lower screen on an external pulse generator is pixilated. It was also reported the bottom menu screen is working intermittently. It took much longer than normal to turn on. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).